Manufacturer narrative:
Bayer r and I service replaced the system mainboard at the site and confirmed system functionality. On november 21, 2013, bayer healthcare distributed a field safety notice recalled main boards with aprt number 301641 that were installed in some medrad veris mr vital signs monitors. These min boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
A bayer r and I representative reported the following: the veris motor shut down after the first few scans. There was no injury or adverse event reported.